Event description:
X-ray finding documents a broken plate on the mtp joint of left great toe with resultant angulation. Cause unknown. The broken plate and 7 intact screws were surgically removed from the metarsalphalangeal joint on 2/11/94. The devices were originally implanted on 11/16/94. No postoperative condition of the pt documented.